Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0v2av, implanted: (B)(6) 2015, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. (B)(4).

Event description:
The patient reported that sometimes when standing and walking she experienced a sharp burning pain in her back, around implantable neurostimulator device (ins) area which was sudden. The pain was level 13 on scale 1-10. The patient tried turning the device off for the day and she still had pain. There was no trauma/falls reported that could be related to this issue. The stimulation issue reported was related to positional movement. The patient was not exposed to any recent medical test or emi. The patient is scheduled to meet with health care provider a day after this call. The event occurred during use and the indications for use were fecal incontinence and gastrointestinal/pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information.

Event description:
Additional information from the health care professional reported that the patient turned off programmer on day 3 post-operatively (post-op), but it made no difference with burning pain. The pain improved on its own by post-op day 12. The programmer was turned off on (B)(6) 2015 and the program setting was changed on (B)(6) 2015. The postoperative pain resolved over time as the patient recovered.